Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Tingling in feet, legs, arms and hands [paraesthesia]. Numbness in feet, legs, arms and hands [hypoaesthesia]. Burning in feet, legs, arms and hands [burning sensation]. Pain in feet, legs, arms and hands [pain in extremity]. Weakness in feet, legs, arms and hands [muscular weakness]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Fatigue [fatigue]. Dizziness [dizziness]. Unsteady standing [dysstasia]. Unsteady walking [gait disturbance]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that her (B)(6) female client used fixodent denture adhesive, version unknown cream from (B)(6) 2000 through (B)(6) 2010 and super poligrip original denture adhesive cream from 1979 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, tingling in feet, legs, arms and hands, numbness in feet, legs, arms and hands, burning in feet, legs, arms and hands, pain in feet, legs, arms and hands, weakness in feet, legs, arms and hands, zinc toxicity, extensive nerve damage, loss of balance, fatigue, dizziness, unsteady standing, unsteady walking, severe and permanent physical injuries. Health care professional was visited. Treatment: medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.